Event description:
It was reported that this device exhibited premature battery depletion (pbd). Device interrogation showed the device was in safety mode. Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Device interrogation showed the device was in safety mode. Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded that the clinical observation of premature battery depletion (pbd) and safety core were confirmed, but the root cause of the depletion could not be identified. Device technical analysis: upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. Review of device memory confirmed that this device recorded several resets while implanted due to dips in the battery voltage. On the date when the device was clinically-observed to be operating in safety core, it was confirmed the device underwent a reset due to an extreme dip in battery voltage, which was exacerbated by high current draw as a result of completion of telemetry. However, review of device data confirms the device remained in normal operation and misinterpreted the reset as reversion to safety core. Attempts were made to replicate this device behavior in the laboratory setting but the attempts were unsuccessful. Detailed review of device memory data further confirmed this device never reverted to safety core operation; however, it is possible it was in a reset state for several hours due to the noted multiple dips in battery voltage. Next, the device case was opened to facilitate inspection and testing of the internal components; visual examination revealed no irregularities. The battery was removed for detailed analysis and exhibited smooth, steady voltage recovery. The battery was replaced with an external power source and the device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Throughout detailed analysis of the device and battery, no abnormal current draw was observed so root cause of the premature battery depletion could not be determined. Investigation conclusion: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.